Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Damaged item reported. The metal tongue that inserts into the ard tabs of the cup prosthesis is bent, and will not fit.

Manufacturer narrative:
(B)(4). The device associated with this report was not returned. However, provided photographs confirm the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.